Manufacturer narrative:
The returned valve should be analysed.

Event description:
Two-three days after the implantation of a polaris valve, the patient suffered of overdrainage with hematoma. Though the valve was at the position number 5 at 200mm h2o, with the adding of a gravitational device and neurosurgical evacuations, the patient's health was not improved. The valve was explanted. The doctor has requested to check the valve.